Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they were in the process of getting a new battery and having the current one replaced. The patient's shoulder had a feeling of strength reduction and aching, especially at night when they were sleeping. The patient was still currently observing the situation and it was unknown if the issue has resolved. No further complications were anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a sudden shoulder twitch. No further complications were reported as a result of this event.